Event description:
It was reported that a malfunction alarm occurred. The customer experienced an elevated blood glucose (bg) level of 569 mg/dl. Customer administered a manual injection to address elevated bg level. Reportedly, customer reverted to manual injections for insulin therapy.